Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the graft displaced distal to the landing zone and a type ia endoleak was observed. An aortic cuff was deployed to resolve the endoleak, but it was inadvertently misdeployed and partially covered the renal arteries but remained patent with blood flow at the completion of the implant procedure. One day following the implant procedure, both renal arteries thrombosed requiring the placement of a temporary catheter and dialysis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Remains implanted.